Manufacturer narrative:
Upon further analysis with advanced failure analysis (afa), it was found that the insulation damage on the force bipolar instrument appeared to be a result of the grip being bent. Afa confirmed that one of the conductor wires had insulation damage at the groove of the grip. The conductor wire did not appear to be protruding from the grip at all. However, because the base of the grip was bent, this caused the pulley to rub against the conductor wire that was sitting properly in the groove, resulting in the insulation becoming damaged. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument (470405-06 // ln: n10200427 0137 // sn: (B)(4)) involved with this complaint, and completed the device evaluation. Failure analysis (fa) concluded that the reported failure of ¿tip will not open¿ was confirmed. The instrument was found to have stuck grip tips. The instrument was manually articulated, and failed to open and close. The instrument was found to have a segment of the grip tips severely bent, causing the grip tips to remain closed. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional information not reported by site: the instrument was found to have insulation damage on the conductor wire. No material was found missing. Electrical continuity was tested and passed. The damaged wire was found on the conductor wire groove on one of the grips at the distal end. The conductor wire remained intact in the groove and no material was found missing. . No image or video clip for the reported event was submitted for review. System/instrument log review was conducted on 28-aug-2020, and found no procedure use on 10-aug-2020 for force bipolar instrument pn: (B)(4), // ln: n10200427 0137 // sn: (B)(4). The instrument was last used on (B)(6) 2020 on system sk2309 ,and had 4 uses remaining. A site review shows no complaint(s) filed against the instrument. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that outside of a da vinci-assisted surgical procedure, during central processing, a force bipolar instrument tip would not open. There was no report of patient involvement.